Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: dec 17, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that the cartridge was cracked and the cartridge tip was cracked and damaged. Ovd was observed inside the cartridge. The plunger rod tip was slightly bent. The handpiece and lens module were inspected and no further issues were identified. No lens was received for evaluation. The complaint issue cosmetic issues was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter: telephone number: (B)(6). Section d6a: if implanted, give date: lens was not implanted. Section d6b: if explanted, give date: lens was not implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made but no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a haptic scratch. There was no patient involvement. No further information was provided.